Event description:
Revision surgery - during the left knee revision surgery, the posterior stabilized (ps) post broke.

Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2003 was due to the posterior stabilized (ps) post breaking. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint against this part number. The root cause of the post breaking cannot be determined with confidence. Some factors that can contribute to the post breakage are: excessive full flexure cycles, extreme knee articulation (external and internal rotation combined with full flexure), lifting or moving heavy objects, high activity levels leading to wear and stress of the implant, trauma, and implant positioning. There is no indication of a product or process issue affecting implant safety or effectiveness.